Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unrestricted flow. The tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that the piercing pin of the tubing set was connected to a 100ml solution container of normal saline and the tubing set was primed with an unspecified volume of normal saline. The customer contact reported that after the tubing set was primed, the cair clamp of the tubing set was moved to the closed position to clamp the tubing. After approximately 45 minutes, the customer contact reported that although the cair clamp was in the closed position, approximately 5ml of solution leaked at the distal tip of the option-lok male adapter of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.